Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml via an implantable pump. It was reported the patient was experiencing withdrawal symptoms after pump replacement on (B)(6) 2024. The environmental, external or patient factors that may have led or contributed to the issue was noted as ¿replacement surgery¿. The di agnostics and troubleshooting performed was noted as port access successful, logs checked and all looked good. Checked with pharmacy on concentration pulled for replacement to put in pump which was accurate. Interventions taken to resolve the issue as surgical intervention exploratory and cap (catheter access port) successful. At the surgical procedure upon aspirating back successfully and finding the catheter patent, it was physician discretion that they change out the pump with brand new drug. They put a new 20ml pump on the old patent catheter as the existing catheter which the physician said was a working catheter. The patient has a new 20 ml pump from 40ml pump to give more room in pocket. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.